Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced high blood glucoses and noticed a change sensor alert, the sensor updating alert, and a significant discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 172 mg/dl and a sensor glucose value of 60 mg/dl. The customer reported hyperglycemia was treated with an IV insulin drip (intravenous insulin infusion). The event involved products unomedical, mmt-1884, mmt-7040a, and unk_reservoir. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed and non-serialized product being replaced. Troubleshooting was performed for difference between glucose values and values which was not within the acceptable range. Troubleshooting was partially performed for hyperglycemia as the customer declined to continue, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for unomedical, mmt-1884, mmt-7040a, and unk_reservoir.